Manufacturer narrative:
The field service representative (fsr) inspected the architect c16000 processing module, serial number (B)(6) and observed a crystalized substance on the sample probe. The fsr resolved the issue by cleaning the sample probe and repeating the sample. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 processing module did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending for the sample probe did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module, serial number (B)(6) or the sample probe was identified.

Event description:
The customer reported a falsely elevated potassium result generated by the architect c16000 processing module for an 80-year-old male patient diagnosed with respiratory tract infection. The sample was repeated, and the results were within the normal range. The following data was provided: customer¿s reference range: 3.5 to 5.3 mmol/l. Sid (B)(6): initial potassium result = 7.79 mmol/l. Repeat results = 4.45 mmol/l and 4.22 mmol/l. No impact to patient management was reported.

Event description:
The customer reported a falsely elevated potassium result generated by the architect c16000 processing module for an 80-year-old male patient diagnosed with respiratory tract infection. The sample was repeated, and the results were within the normal range. The following data was provided: customer¿s reference range: 3.5 to 5.3 mmol/l sid (B)(6): initial potassium result = 7.79 mmol/l, repeat results = 4.45 mmol/l and 4.22 mmol/l, no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 03l77-01, that has the same product distributed in the us, list number 03l77, that is 510k exempt.